Manufacturer narrative:
Film evaluation summary: the reported endoleak during implant was confirmed; however, the exact type and cause of the endoleak could not be determined from the limited films provided. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy, and only the final angiogram during implant was seen in the returned images. Films post-intervention where a limb extension was implanted which appeared to resolve the endoleak were also not returned. In addition, endoleak interrogation via selective angiograms (injecting from different levels within the stent graft) to help determine the source and rule out other potential endoleak sources was not seen, and only a single imaging view point (a-p) was observed in the films provided; thereby, making determination of the endoleak difficult. While a type iii fabric endoleak cannot be ruled out, this appears most likely to have been an acute type IV blush endoleak caused by fabric porosity. Other factors such as heparin dose, outflow resistance, imaging quality, and volume of the aneurysm sac may have also contributed to this likely type IV endoleak. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated post completion of investigation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a greater than 5 mm diameter abdominal aortic aneurysm. It was reported that during the index procedure, the final angiogram showed a large endoleak which seemed to be a type iiib. The physician implanted an endurant (etlw1616c82ee) limb extension as treatment on the same day, which appeared to resolve the endoleak. The physician stated the cause of the event was due to a tear in the stent graft. No additional clinical sequelae were reported and the patient is fine.